Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "implants can loosen or migrate due to trauma or loss of fixation."

Event description:
It was reported that patient underwent revision hip arthroplasty to remove and replace competitor product with a custom biomet triflange acetabular cup on (B)(6) 2013. Subsequently, the patient ambulated and placed weight on the leg and radiographs taken on (B)(6) 2013 revealed the triflange component pulled away from the bone at the ischium. The patient was taken back into surgery on (B)(6) 2013 to secure the triflange component and the screws.